Event description:
It was reported that the user and a trainer were unable to connect a continuous glucose monitoring sensor to the app, receiving an unable to scan message, and it was later identified that the user had a freestyle libre 3 sensor while attempting to connect as if it were a libre 3 plus. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and education, including app force-close and reinstall, verification of sensor type, and guidance to obtain the correct sensor compatible with the system. Investigation of this case revealed user setup error and use of an incompatible sensor type, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incompatible component selection and incorrect pairing workflow.